Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for evaluation with the tamper seal label missing with scratches and cracks found on lens screen. Functional and visual testing were completed. Functional testing passed. The reported problem cannot be duplicated. There was a problem found in the device history log. Battery door knob was cracked. It is unknown what or who caused the reported problem. Actions were taken to mitigate the reported issue: the downstream sensor occlusion sensor was replaced for preventative maintenance. The battery door was replaced. The device passed functional/delivery tests.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed that the cassette was not properly attached; additionally the battery door was cracked. It is unknown if there was patient, or clinician injury associated with this occurrence. No further details provided at this time.